Event description:
It was reported that the customer had an off no power alarm on the insulin pump. The customer's blood glucose level was 240 mg/dl. Customer stated that the pump went off and he cannot get it turn back on. Customer stated that it says off on the screen and he cannot bolus. Customer stated that there is also a black circle on the screen. Customer woke up this morning and the pump was off. Customer changed the battery last night after receiving a low battery alert. Customer was using a duracell alkaline aaa battery. Customer chose to discontinue troubleshooting the issue. Customer stated that he has another appointment and the pump is fine now. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.